Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During removal of polyax plate after fracture had healed, the most distal of the 4mm locking screws stripped. Efforts to remove the screw resulted in a 1-hour surgical delay.

Manufacturer narrative:
Product was not returned for investigation. A complaint search was run on 815304xxx screws and found 3 prior instances in the previous 4 years for difficulty during removal of the screws. The suspected root cause of stripping is that the screw bound in the plate after being installed at a higher installation torque than specified in the surgical technique. No corrective action is required at this time. No corrective action is required at this time. The surgical technique states to use a driver that will limit the amount of installation torque to prevent the screws from binding in the plate. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.